Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). We are also unable to confirm the bent/improperly inserted cannula or to determine if it could have contributed to the reported dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod longer than 48 hours on the arm. Symptoms reported include hyperglycemia. Patient's spouse reported the pod did not properly insert or stay in skin, and that the cannula was found bent upon removal. The pod was removed at the hospital and the patient was treated with an insulin drip and breathing treatments. The patient was released after spending 2 days in the hospital.